Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. No display anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was receiving no delivery alarms. The customer's blood glucose was 294 mg/dl. The customer stated that the alarm occurred in the middle of the night. The customer changed her infusion set multiple times, and the insulin pump alarmed no delivery again. The customer also mentioned discoloration on the screen of her insulin pump. Customer declined troubleshooting. Advised that a replacement insulin pump would be sent. Advised to call back if the alarms occurred again. Nothing further reported.